Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2023 of an acunav diagnostic ultrasound catheter from st luke's hospital of kansas city reported to have particulates on the handle. The particulates were noticed after the device entered the patient. The device was then removed from the patient and the physician ordered 2g ancef to be administered to the patient as the catheter had entered the body momentarily. No injuries were reported. Innovative health received two acunav devices for investigation on 5/4/2023, and the serial number was assessed to be either (B)(6) or (B)(6). See 3011610434-2023-00009 for the associated report for the other returned acunav device. Upon investigation, the device handle was confirmed to have particulates suspected to have originated from the device packaging.

Event description:
This device was reported to have a dust/powder on the handle. This was noticed after the device entered the patient. The device was then removed from the patient and the physician ordered 2g ancef to be administered to the patient as the catheter had entered the body momentarily. No injuries were reported.